Event description:
During a left heart catheterization, coronary and left ventricular angiography, physician noted upon removal of the angiographic catheter that "hard grey plastic piece displaced from the hub of the catheter." No patient harm and procedure was completed successfully.